Event description:
As reported by the user facility: reports amiodarone being infused, no secondary attached to tubing. The pump changed rate of 16.66 ml/hr of amiodarone to 200 ml/hr by itself on (B)(6) 2011 at about 03:30. Additional info received from facility via medwatch form indicates pt was having amiodarone drip and the pump was programmed to run at 16.66 ml/hr using the medication library. It was running on a primary tubing set when the rate suddenly changed to 200ml/hr in front of the nurse, and the screen showed it is in piggyback mode running at 200 ml/hr. The nurse tried to stop the pump and disconnected it from the pt.

Manufacturer narrative:
(B)(4). B braun (B)(4) is submitting a single report on behalf of b braun (B)(4), and b braun (B)(4). This report has been identified as b braun (B)(4). The actual pump involved in the incident was not returned for evaluation by the facility, however a copy of the downloaded pump log was provided for review. A log review was conducted with the customer and it was determined that the pump was programmed using the piggy back function with only a primary set in the pump. Based on the log review a primary infusion was set at 200 ml/hr on (B)(6) 2011 at 7:59:23 pm. Subsequently at 8:34:58 pm an infusion of amiodarone was set using the piggy back function at 33.33 ml/hr with a volume to be infused of 200 ml utilizing the primary set. This infusion began at 8:40:22 pm and ran as programmed with a few starts and stops until its completion on (B)(6) 2011 at 3:02:12 am, at which time the infusion rate switched back to the previous programmed primary rate of 200 ml. As a result it was concluded that the rate change in the reported event was the result of the pump reverting back to the primary mode as designed. Following the log review with the customer both parties agreed with this conclusion.